Event description:
It was reported that the patient presented remotely via (B)(6). It was noted that the right ventricular (rv) lead was sensing noise. The patient was asymptomatic. No changes were made and the patient was in stable condition.